Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch was broken, and electronic board was defective. The fse replaced the wireless footswitch and the base station. After replacement of the wireless footswitch and the base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that wireless footswitch was defective. The device was not in clinical use at the time of the event. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.